Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient for a 52mm aaa in conjunction with a non mdt stent graft (cook zenith). It was reported approximately 40 months later follow up CT identified that a successfully implanted endoanchors did not maintain adequate penetration into the aortic wall. The images showed that the endoanchor is still attached to the endovascular stent graft and it is not free in the arterial vasculature. As there was loss of adequate seal zone and a significant risk of developing a type ia endoleak if the neck continued to dilate, a fenestrated endovascular cuff graft was placed to extend the seal zone. Per the physician the cause of the dislodged endoanchor was because at the proximal seal zone (aortic neck), the aortic wall appears to have dilated. The physician noted that the aortic wall has pulled away from the endovascular graft and the endoanchor most likely being fixed on the luminal side of the endovascular stent graft had lost its fixation in the wall of the aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the first occasion the endoanchors were identified to no longer have wall penetration on the date of the CT. The 3 endoanchors were still penetrating the aortic stent graft but was no longer attached or penetrating the aortic wall the other endoanchors still had graft and aortic wall penetration. For a cause of the inadequate penetration, it was said due to a type 2 endoleak which had caused sac expansion and had been subsequently treated with glue embolisation more than once, it had caused progressive expansion of the proximal aortic neck seal zone. The physician suspects that as the aortic diameter increased, the endoanchors which are fixed into the aortic graft from the luminal side, pulled out of the aortic wall as the diameter of the neck increased. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.